Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for super poligrip ultra fresh is known while the lot number for super poligrip extra care with poliseal is unknown. It is not known whether the products will be returned for quality assurance testing. (B)(4). Additional lot #: unk.

Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female patient who received triple salt dental adhesive cream (super poligrip ultra fresh denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip extra care with poliseal ((B)(4)) for denture adhesion. On an unknown date, the patient started the formulations of super poligrip. At an unknown time after starting the formulations of super poligrip, the patient experienced anemia, tingling of lip and tingling gum. This case was assessed as medically serious by gsk. Treatment with the formulations of super poligrip was continued. At the time of reporting, the events were unresolved. The patient did not provide contact information. Therefore, this case is lost to follow-up.